Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer experienced elevated blood glucose (bg) levels of 300 mg/dl. It was indicated that manual injections were administered to address bg levels.